Event description:
Per the clinic, the patient experienced skin irritations on the abutment site (specific date not reported) and subsequently, underwent skin revision with silver nitrate chemical on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on november 10, 2021.